Event description:
It was reported that the device reached elective replacement indicator and would not interrogate due to end of life. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device could not be conducted at this time because the device could not be located. If located, analysis will be completed and the results will be forwarded.